Manufacturer narrative:
Product complaint # (B)(4). Device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. No additional information is available. If further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown gynecological procedure on (B)(6) 2016 and the mesh was implanted. It was reported that the patient experienced pain in the hips, constant burning in the buttocks, and throbbing in the left knee.